Event description:
It was reported that following a coronary drug eluting stenting procedure, thrombosis occurred. An unspecified size taxus express2 drug eluting stent was implanted in an unspecified vessel. An unk amount of time later, stent thrombosis occurred. Additional information has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.